Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Manufacturer narrative:
Results pending completion of evaluation. Conclusion not yet available ¿ evaluation in progress. (B)(4).

Event description:
On (B)(6) 2009, this patient underwent endovascular treatment for a thoracic aortic aneurysm measuring 55mm in diameter, and was implanted with two gore® tag® thoracic endoprostheses. On (B)(6) 2013, four year follow-up imagings showed that the diameter of the aneurysm was 64mm. No endoleak was observed. On (B)(6) 2014, five year follow-up imagings revealed a type ii endoleak of unknown origin. The diameter of the aneurysm enlarged to 76mm. The physician elected to monitor the patient. No further information is available.